Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr0049 showed eleven other similar product complaint(s) from this lot number. The complaints for this lot number (recr0049) have been reported from the same facility in (B)(6).

Event description:
"It was reported that redness, exudate and slight tenderness developed at the access site. The patient with nasopharynx cancer underwent PICC placement from the left basilic vein under the ultrasound guidance on (B)(6) 2019 for chemotherapy. The puncture went smoothly with redness but no exudate at the access site. Redness, little exudate, and slight tenderness developed at the access site during the dressing change on (B)(4). The dressing was immediately changed following the surgeon's advice. No redness, exudate were observed at the access site during dressing change on (B)(6), signifying improved symptoms."